Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of bent grips to be related to the customer reported complaint. The instrument was found to have on bent grip, causing misalignment of the grips. There was a 0.0285¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. A review of the provided image was performed, and the following additional information was provided: it appears that the grip tang of the instrument was bent outwards that likely contributed to the issue reported.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pulley and the jaw of the force bipolar broke. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the surgeon had the wrist of the instrument angled at a 90-degree angle performing the surgery. That is when the incident happened causing the instrument to become faulty thus causing the bending of one of the internal brackets within the wrist of the instrument. The customer was unable to remove the instrument without removing the cannula as well. Both the instrument and cannula were removed as one piece. The surgeon did not go open for the remainder of the surgery, they converted to laparoscopic instead and completed the case. The port incision was not increased to remove the damaged force bipolar instrument and cannula together. There was no fragment falling inside the patient anatomy. The instrument did not collide with any other instrument or tool during the procedure. The instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The issue occurred only on one instrument. The second instrument was used as a backup to complete the procedure. The second force bipolar instrument also did not function as expected and the surgeon decided to convert to laparoscopic surgery and did not think there was physical damage. The conversion to laparoscopic did not result in increasing port size incision or adding additional ports. There was no injury to the patient due to conversion. No post-operative complications after the procedure. There was no bleeding. The tissue was not caught in the instrument. The tissue was not excised due to this event.